Event description:
I have been using accuvue oasys contacts for years. I recently ordered new contacts as I had run out of my previous order. The new ones, which are in new teal and orange packaging, have caused eye irritation, dryness and redness, as well as eyelid twitching, since I first started using them. I consistently feel like I have an irritant in my eye while wearing them.